Manufacturer narrative:
Event site full name: (B)(6). Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).: device not returned.

Event description:
It was reported that after inserting the intra-aortic balloon (iab) and initiating therapy, the customer found the iab would not inflate. They then pulled out the iab and replaced it with a new one. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. A kink was found on the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. The evaluation determined a kink in the catheter tubing. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the event in the laboratory setting, a kink can cause inflation difficulty or an alarm. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Event description:
N/a.